Manufacturer narrative:
The event date provided with initial report was incorrect. The correct event date has been provided in this report. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer was hospitalized for high blood glucose and diabetic ketoacidosis due to a dialysis infection. Blood glucose reading was unknown. Customer was hospitalized on (B)(6) 2020 for two weeks. Customer was treated with IV insulin drip and discontinued used of the insulin pump. Customer¿s husband also reported that the pump was lost during the hospitalization. The insulin pump will not be returned for analysis.